Event description:
Rptr was performing a rt tympanomastoidectomy. While drilling with this diamond burr, the diamond overlay on the drill bit head came off. The large piece was removed and other small pieces either "picked out" or flushed out with irrigation. Rptr was using the microscope so he could see any pieces present.